Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the elective replacement indicator message for the ipg. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.